Event description:
Pt was found with no apparent pulse or respirations at 7:15 am. Pt appeared to have been attempting to climb out of bed. Side rails on bed were locked in up position. Pt's left arm and head were stuck between the siderails. His body and pillow were on the floor. Pt was lowered to floor. There was no visible trauma to the neck. Event was reported to police. The investigating officer stated that there was no obvious sign of death being caused by pt's attempt to get out of bed and that there would be no further police involvement.